Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse found a hole in a tube. (B)(4)

Event description:
Covidien received information that, during patient use, a leaking noise was heard. No medical intervention was required, no harm to the patient was reported.